Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was in the 800 mg/dl range. The nurse stated that the insulin pump did not alarm no delivery, despite the infusion set cannula having been bent. Advised the nurse that if there was not enough back pressure, the device would not detect an occlusion, or that she may have received insulin but not enough to lower the blood glucose. The caller advised the customer would be taught more about the device by her doctor. Nothing further reported.